Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had flow blocked alarm. The customer's blood glucose value was 545 mg/dl. The customer did not provide information about symptoms and treatment. Customer stated they are able to assemble a new infusion set and reservoir but insulin flow blocked keeps recurring and has tried different infusion sets and reservoir and it still continued. Customer stated they have tried all remedies. Customer reported that insulin does not exit. The customer declined troubleshoot for high blood glucose. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.